Event description:
"Dealer states chair is in drive lockout. Jumped the main harness and chair, came out of lockout. Advised to replace mercury switch. No parts being replaced today. "

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code 07ge000040 is approximately 5 years old. The owner's manual part number 1114819 (rev. C) dec-06 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.